Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances across one lead. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed that both leads had migrated and fractured. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.